Manufacturer narrative:
Devices returned on 6-10-2021, investigation performed on 6-14-2021. Fa116, fa117 and fa120, there were no error logged in the devices and the tests were performed successfully. Based on the returned device test results, the error would not result in any false positive results. A root cause cannot be determined at this time. There are 3 potential root causes: (1) environmental contamination, (2) low viral load, (3) device failure. However, these cannot be confirmed as no discrepancies were identified during review of the DHR, existing quality records, and data downloaded from the device.

Manufacturer narrative:
Devices returned on 6-10-2021, investigation performed on 6-14-2021. Fa116, fa117 and fa120, there were no error logged in the devices and the tests were performed successfully.based on the returned device test results, the error would not result in any false positive results. Based on the returned device test results, the error would not result in any false positive results. A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identifed during review of the DHR, existing quality records, and data downloaded from the device: (1) environmental contamination, (2) low viral load, (3) device failure.

Event description:
Six devices were reported as having a false positive result. Complainant performed additional testing using a lucira health device resulting in a negative result. The complaint devices were subsequently returned.

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Event description:
The complaint alledges a false positive result occurred.